Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the physician was concerned over a possible lead dislodgement based upon the electrogram (egm). Boston scientific technical services (ts) reviewed and found that the ventricular stored event was a short two second run of ventricular tachycardia (vt). The threshold measurement on the right ventricular (rv) lead was within normal limits. There were also rhythmic episodes stored. Ts discussed that it was possible the rhythmic episodes were confusing the interpretation of the egms and the leads and device appeared to be functioning normally. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.